Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that service engineer installed a new battery and charged it. There is no patient information. Per customer, no further information will be provided, including patient demographics and no products will be returned.

Event description:
It was reported that the device had a "replace battery" message. The service engineer installed a new battery and charged it. There is no patient information. Per customer, no further information will be provided, including patient demographics and no products will be returned.

Manufacturer narrative:
Correction: after further review the file is revised to non-reportable malfunction.